Event description:
It was reported that the patient's device was explanted a couple months after implant as the patient's body rejected the device. Her skin never healed and the device actually pushed out of the incision site and came out of her chest, thus it was explanted. Device history records were reviewed for the generator. The generator passed all specifications prior to distribution and was hp sterilized. Device return and evaluation is not necessary because the reported event of extrusion is not related to the functionality or delivery of therapy of the device. No further relevant information has been received to date.

Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
Information was received from the physician noting the generator was extruding due to foreign body response. No further relevant information has been received to date.